Manufacturer narrative:
Customer had no details to provide for the event. Inspection of all devices are done prior to starting a procedure. Customer mentioned the device has been sent in before for the same issue. The events mentioned by the customer are captured in medwatch with patient identifiers (B)(4).

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was repaired on jun 7, 2021. The bent pin of the video connector resulted in no image. The cause of the bent pin may have been the scope used in combination with the device. The sequence of occurrence may be thus: ·chipped port of the scope connector was hooked on to the socket in the video connector of otv-s190 when connecting. ·hooked video connector was inserted further, pinss in the video connector socket were pushed and bent. The instructions for use includes the following statements that could prevent the issue from occurring: ·confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. ·confirm that the video connector of the videoscope are not damaged.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, it was observed that the device yielded no image and only color bars were displayed with ltf-type vh scopes. This is attributed to the bent in the video connector, which needs to be replaced. The device has the new type of switch. The user¿s complaint of broken pin at the scope connector is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the device pin was broken at the scope connector. There was no harm or adverse impact to the patient. The device was returned to the service center for repair, at which time it was observed that no image and only color bars were displayed by the device with ltf-type vh scopes. This medwatch is being submitted for the reportable issue of no image.